Event description:
It was reported that the pt underwent reoperation, due to baclofen pump catheter disconnection problems. The catheter was broken off at the lumbar side. No pt symptoms were reported. The hcp indicated that the intradural portion of the catheter was very thin and fragile. No other info was provided at the time of this report.

Manufacturer narrative:
Results: used for the catheter.